Event description:
It was reported that this pacemaker was unable to be interrogated. Technical services (ts) was consulted and explained home environment is not likely to be the cause and suggest the patient go to the clinic. The device remains in service. No adverse patient effects were reported.